Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a software update failure after attempts to update and pair with a galaxy s10, resulting in an unavailable device and interruption of insulin delivery; the user transitioned to back-up therapy and a replacement ilet was arranged. Symptoms included hyperglycemia, with a reported blood glucose of 301 mg/dl for approximately two hours. Outcomes included no lasting health consequences or impact, and no medical intervention was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.